Event description:
It was reported that this rv lead was fractured and has had increased impedance levels. The lead was surgically abandoned and the pulse generator was explanted. The system was replaced with an sicd system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).